Event description:
It was reported to technical services that this rv lead has impedances of 2000 ohms. Latitude red alert for lit > 125 on (B)(6) 2011. Discussed daily was out of range that day, has rare spikes from norm of 55ish to 95 in early march and high 80s in (B)(6). Cant reproduce with lit during pocket manipulation, no episodes ever stored so no oversensing. Discussed, maybe increase latitude transmissions to verfiy lead stability. Will talk to doctor. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).